Event description:
Subsequent to filing the initial medwatch report, the following information was received: the procedure was to treat a lesion in the popliteal artery. Upon the removal of the fox plus from the patient, the balloon appeared flat/not re-folded. The procedure was completed using a non-abbott drug-eluting balloon, with satisfactory results. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance was able to be confirmed however the flat balloon was not able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after deflation, the fox plus balloon (12mm x 20mm x 135cm) could not be retracted back through the sheath. The balloon was removed from the anatomy together with the sheath as one unit. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.